Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and also had blank display. The customer¿s blood glucose level was 116 mg/dl at the time of the incident. The customer stated the drive support cap was normal. Customer declined damage in the battery contacts cap and compartment. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.